Event description:
It was reported that during setup, a 980 ventilator generated an alarm. There was no patient involvement at the time of the event. The covidien service engineer (se) inspected the device and was unable to duplicate the reported issue. The se performed extended self-testing on the device and all tests passed.